Manufacturer narrative:
Analysis found that the handpiece was not working properly. There was foreign material in the bearings. The nose bearing assembly and all internal parts were corroded. The nose bearing assembly was replaced. The handpiece was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was vibrating and was running rough while drilling during the procedure. The hcp stopped using the handpiece and got another one to finish the procedure. There was no patient impact.